Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock when the user changed the infusion set. There was no impact to the user's blood glucose level. Recommendation was made to prime the tubing to remove the air.